Manufacturer narrative:
Visual, dimensional and functional analysis was performed on the returned device. The reported difficulty rotating the thumbwheel, deployment issue and stent separation was confirmed. The reported resistance during removal was unable to be tested due to the condition of the returned unit. The audible noise was likely a secondary effect of the stress applied to the internal handle components and therefore could not be replicated. Further evaluation of the outer member and stabilizer identified no anomalies aside from procedural contaminates that would have contributed to the deployment difficulties. Additionally, visual inspection of the internal mechanisms within the handle did not identify any anomalies that would have contributed to or obstructed movement of the thumbwheel. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally an assessment of the manufacturing materials and components involved in the stent deployment mechanism was performed and no anomalies were identified. A review of the complaint history identified no other complaints reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effects of additional intervention due to: partial stent deployment, damaged stents, injury to artery (rupture, perforation, dissection), hypotension, are listed in the absolute pro ll instruction for use (IFU) as known possible complications that may occur with the use of the device. An abbott medical affairs expert reviewed the details and concluded the following: the exact cause of death is unknown as we don¿t have enough information to determine it but based on the limited information, it might be related to the surgical complications and/or hemorrhagic shock secondary to vessel rupture that led to death. The absolute pro might be indirectly involved in that it failed to deploy that led to a stent fracture which could have possibly contributed to the dissection. When angioplasty is performed in significantly diseased arteries or with heavy calcified lesions like in this patient, hemodynamically significant dissection may occur. The investigation was unable to determine a definitive cause for the reported deployment difficulties. It may be possible that the distal shaft was bent or restricted while positioned over the aortic bifurcation preventing movement of the shaft lumens and in turn, causing the thumbwheel to lock up. Additional attempts to rotate the thumbwheel against resistance may have resulted in the outer member separation noted in the handle of the returned unit. Once the outer member separation occurred, the transmission between the thumbwheel and retractable sheath was lost. Further rotation of the thumbwheel with the shuttle fully retracted likely placed tension between the ribbon and the proximal spool causing the proximal spool to dislocate from the pivot web thumbwheel which was likely the noise that was heard. The reported patient effects of vessel dissection, device embedded in vessel, hypotension and death may be due to procedural/surgical complications secondary to dissection as a result of the reported deployment difficulty. The additional therapy / non-surgical treatment, surgical procedure and delay in procedure were due to case related circumstances.

Event description:
Subsequent to the original report, on (B)(6), 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
Updated: a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported difficulties were likely related to circumstances of the procedure. Although the difficulties encountered appear to be related to procedural circumstances, on (B)(6), 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks. H6: investigation conclusions codes 4315, 22, and 4311 were removed.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the left superficial femoral artery (lsfa) with cross over access. Following pre-dilatation, a 6.0x150mm absolute pro self-expanding stent system (sess) was positioned and the thumb wheel was turned. After the first centimeter of deployment, the thumbwheel stopped and could not be turned anymore. Force was applied to the thumbwheel and a noise was heard. The sess was removed with force because resistance was felt with the introducer. Once outside the anatomy it was noted that 1 cm of the stent was outside of the shaft and damaged. A new introducer was inserted. It was observed that there was a piece of broken stent at the lsfa. Dilatation was performed and a non-abbott stent was deployed over the broke stent and to treat the lesion; however, the results were not good. An unspecified supera stent was deployed over the non-abbott stent with good results. A large dissection at the right common iliac artery and external iliac artery was noted. Stenting was performed to successfully treat the dissection. After the procedure the patient experienced a decompensation of blood pressure falling at 6 and 3. A procedure in emergency was performed to clamp the aorta and perform bypass surgery. The patient expired three days later on (B)(6) 2020. No additional information was provided.